Event description:
The customer stated that she tested her blood glucose and received a reading of 183 mg/dl using her contour meter. After testing her glucose, her husband noticed that she was not very responsive to him, so paramedics were called. Paramedics tested the customer's glucose at 50 mg/dl using their meter. The customer was given some juice and food in order to raise her glucose level. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.